Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an implant attempt, the helix on the lead would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.